Event description:
It was reported that during device replacement for eri, an x-ray revealed externalized conductors. No electrical anomalies were noted. The physician elected to replace the lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.